Event description:
The company representative was following up on a list of patient's whose generators were potentially at end of service when an obituary was found which indicated that the patient had passed away. No cause of death was listed. However, the obituary stated that the patient had fought a life-long battle with both mental and physical disabilities and passed away at home. Further follow-up determined that the patient was cremated and the facility disposed of the device. No additional relevant information has been received to date.